Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-05576 for details of the other event. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the transcatheter heart valve (thv) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in an edwards clinical technical summary, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the aortic valve (av) node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a root cause was unable to be determined at this time, the heart block could be due to one or more of the patient factors/procedural factors described above. Regarding the patient's death, it was indicated that the death was not valve related; however, the heart block along with the severity of the patient's liver disease and the patient's multi-organ dysfunction may have contributed to the death. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the mitral position. As there are no specific instructions for use (IFU) or training materials related to native mitral thv in thv procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 15 days post off-label transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien 3 ultra resilia valve inside a 29 mm sapien 3 ultra resilia valve, the fcs was notified that the patient had passed away. It was indicated that the death was not valve related. Subsequently, additional information was received via medical records revealing the patient had developed complete heart block post valve in valve procedure and was required to be paced for a few days before the complete heart block appear to resolve. The patient then developed a recurrent complete heart block with bradycardic arrest which required cardiopulmonary resuscitation (CPR). With the help of CPR and pressor support, there was a return of spontaneous circulation. There was then a discussion with the patient's family to re-address the goals of care due to the severity of the patient's liver disease and their multi-organ dysfunction. After discussion, a decision was made by the family to transition the patient to comfort care. After discontinuation of pressor support, the patient passed away. The patient passed away approximately 8 days post valve in valve procedure.